Manufacturer narrative:
Result: cherry switch.

Event description:
It was reported by service report that the bed was stuck in the highest height and would not go down. No pt involvement or adverse consequences were reported.